Manufacturer narrative:
Unit had cracked reservoir tube lip, cracked battery tube threads and a minor scratched display window. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No moisture damage noted on electronic assembly or on motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that insulin pump received a no delivery alarm but continued to deliver insulin which leaked by the o-rings. No further information provided.